Event description:
It was reported that the patient was being paced at 40 pulses per minute. The lower rate limit is programmed to 40. It was also reported that the right ventricular (rv) lead had r wave measurements of 1.0 mv with 7.0 mv recorded at implant. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).